Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump stops working and the blood glucose (bg) level was not lowering. The customer had experienced frequent nausea spells. The customer indicated that the cartridge has to be changed every 1.5 days in order to keep the pump working. The customer thought that the issue may be related to a poor insulin quality and that the pump settings may need to be adjusted. The customer's bg level was reported as 160 mg/dl and a correction bolus would be delivered to address the bg level. Tandem technical support verified that no alerts or alarms had occurred prior to contacting them.